Manufacturer narrative:
During evaluation the device had low audio. The cause was identified to be the speaker being loose. The rear case will be replaced to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had low audio when powering on the device. No additional information is available.

Manufacturer narrative:
Correction: g3 aware date was originally 06/13/2025 and should have been 06/17/2025.